Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and lead migration was confirmed. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.